Event description:
Clinic notes for the patient were received indicating the battery of the patient was low and the battery was not working. The patient reported having an increase in seizures, however noted that they have not been compliant with their medication. The physician indicated that the battery not working may be the cause of the increase in seizures. Additional information was later received that the patient missed their last appointment, however they were found to have high impedance at their last visit. High impedance was obtained during pre-op. During surgery, the surgeon wiped the lead pin with a bacitracin and some other fluid soaked sterile wipe and then again with a dry sterile wipe before each attempt to re-insert the lead pin. Since the high impedance was not resolving with pin reinsertion, the surgeon decided to perform a full revision. The explanted lead was cut and examined. The surgeon did not see any possible causes for the high lead impedance, but they did tug on the lead a lot during explant. The explanted lead was disposed of by the hospital. Implant card was received confirming the patient received a full revision due to high impedance. No additional relevant information has been received to date.